Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was elevated. The customer did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.